Manufacturer narrative:
The sensor broke during removal procedure on (B)(6) 2025. According to the rcm, the clamp grasped the dexamethasone ring and the ring broke. The sensor had been implanted in the right arm. Vygon kit clamp was used for the sensor removal. User was feeling fine at the time of documenting this information. The sensor pieces were retrieved successfully but were discarded by hcp. A review of the images provided by the user confirmed the reported event; the breakage had occurred at the hydrogel region. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense user guide mentions about it under "risks and side effects". B4. Date of this report 19 feb 2026. G3. Date received by the manufacturer? 19 feb 2026. H6. Health effect, impact code updated to 2199. H6. Type of investigation updated to 4112.

Event description:
Senseonics was made aware of an incident where user reported broken sensor was reported during the removal procedure on (B)(6) 2025; as per regional clinical manager, the clamp grasped the dexamethasone ring, causing it to break while removing a sensor implanted in the right arm using a vygon kit clamp. The user was contacted and reported feeling fine with no adverse symptoms. All sensor components were successfully removed but were disposed of, therefore no RMA will be issued. Per the device management system, the user has since been implanted with a new sensor and is currently using the system with up-to-date information and no reported issues.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.